Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope's instrument cable was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to clogging of channel mount unit, foreign objects came out of distal end; air/water cylinder had foreign objects; air/water tube had foreign objects; and distal end had residual liquid. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; grip, switch box, plug unit, all had a scratch; control unit and distal end were both shaved; air/water cylinder and suction cylinder both had no color; mouthpiece had corrosion; due to clogging of channel tube, the tube cleaning brush could not be inserted; due to annual inspection, parts must be replaced; and adhesive around light guide lens had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.